Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber broke off but was not detached inside the patient. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of fiber broke.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber broke off but was not detached inside the patient. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 0.7 mm and appears used. The pattern on the tip face is consistent with normal use.